Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert appeared. There was no adverse impact to the customer¿s blood glucose level. Although the issue was resolved after keeping the adapter plugged in for 30 minutes, the charging connection remained unstable. Tandem technical support arranged to send a replacement cable and wall adapter within two days and planned to follow up. Customer confirmed that the new supplies resolved the issue